Event description:
The customer observed non-reproducible, falsely elevated vitros trop I es and ckmb results on multiple pt samples 2 consecutive days in 2009, on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Corrected reports were issued. There were no allegations of harm as a result of this event.

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to multiple subsystem modules returning the vitros eciq to expected operation. Following the service activity, the customer has had no additional occurrences of non-repeatable falsely elevated results. The root cause is instrument related.